Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient was getting inaccurate cgm readings and experienced repeated hypoglycemia during the middle of the night. No specific cgm or bg meter values were provided. The reporter stated that initially the ¿hypoglycemia was not severe¿ and she treated the patient with orange juice. On (B)(6) 2026, a bg meter comparison was done and the cgm device was calibrated. After that, the cgm readings were reportedly ¿fine¿. However, later that afternoon, the reporter stated the patient¿s hypoglycemia ¿became more severe¿ with readings below 70 mg/dl. It was not specified if this was a cgm value or bg meter value. The reporter also stated she was unsure of whether the patient was hypoglycemic as the patient was asymptomatic during this time. The reporter refused to provide dexcom with any further event information. Attempts to reach the reporter back later for further information were unsuccessful. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.